Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a social worker that the customer was hospitalized on (B)(6) 2015. Customer had gone to school and then felt ill. Customer's blood glucose level was over 400 mg/dl. Customer went to see the school nurse and then went to the hospital. Customer had mild diabetic ketoacidosis. Customer was wearing the pump at the time of the emergency room visit. Customer is in the hospital currently. Caller stated that this was the customer's second admission and that she thinks she needs more education. Customer was hospitalized on (B)(6) 2014 with a blood glucose level of 618 mg/dl. Customer had cereal, went to school, and then felt dizzy. Customer had diabetic ketoacidosis. Customer's blood sugar was brought down and then she was released. Customer was wearing the pump at the time of the hospitalization. No further details given.